Event description:
During routine preventative maintenance, a rapid double click was observed. The console completed self test but the "battery on" indicator was lit. The ac/dc converter was replaced and there were no further problems.